Event description:
The customer received questionable thyrotropin (tsh), free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient sample. The initial results were: tsh: 9.80 uiu/ml ft3: 3.76 pg/ml ft4: 2.08 ng/dl on (B)(6) 2014, the sample was repeated on a beckman unicell dxl 800 at another laboratory and the results were: tsh: 0.03 uiu/ml twice ft3: 5.35 pmol/l (3.48 pg/ml) ft4: 19.87 pmol/l (1.54 ng/dl) the sample was also repeated on a centaur analyzer at another laboratory and the results were: tsh: 0.01 uiu/ml ft3: 3.84 pmol/l (2.49 pg/ml) ft4: 1.91 ng/dl on (B)(6) 2014, the sample was repeated on the analytical e module and the tsh result was 9.94 uiu/ml. The initial and later low results were reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 175157. The expiration date was requested, but was not provided. The ft3 and ft4 reagent lot numbers and expiration dates were requested, but were no provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for further investigation and the customer's results were confirmed. An interfering factor against the ruthenium-labeled detection antibody of the assays was found to be contained in the sample. Product labeling documents this interference. Other reagent(s) involved in the complaint: brand name: ft3 - free triiodothyronine. Common device name: radioimmunoassay, total triiodothyronine product code: cdp. Manufacturer information: same as for tsh, thyrotropin. Catalog number: asku. Lot number: asku. Expiration date: asku. Manufacturing site: same as for tsh, thyrotropin. : PMA/510(k)#: k963127. Brand name: ft4, free thyroxine. Common device name: radioimmunoassay, free thyroxine. Manufacturer information: same as for tsh, thyrotropin .catalog number: asku. Lot number: asku. Expiration date: asku. Manufacturing site: same as for tsh, thyrotropin. PMA/510(k)#: k961489.